Event description:
Patient was undergoing a cervical facet radio ablation procedure under fluoroscope. The unit was turned off shortly after the procedure began was when the patient complained of discomfort. When the staff tried to re-start the unit, it would not turn on and an error message appeared. The procedure had to be aborted. The patient later reported he had experienced a sudden electrical surge in his neck when the unit was on with residual tightness, stabbing and a burning feeling which was causing anxiety and insomnia.